Event description:
It was reported that one day post implant, x-ray revealed that the right atrial lead had dislodged. The lead was repositioned successfully. There were no patient symptoms or complications associated with the lead repositioning.